Event description:
Customer reported via phone call that the insulin pump has been alarming auto off every day over the last 4 weeks while the customer is asleep. Blood glucose value is unknown. Customer was advised to monitor the insulin pump call back if further assistance is needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.